Event description:
On 12/04/2024, it was reported by a sales representative via phone that (qty. 5) of an ar-8990st fibertak® dx suture anchor with 1.3 mm suturetape was ripped and broken off during insertion of the implant. The surgeon removed most of the fragments, but it was stated that metal was left in the patient from the inserter. The case was completed successfully by using 2 of the same products to hold with a suture of non-arthrex product. There was a case delay of 45-50 minutes, and no medical intervention or revision surgery was needed. The current health status of the patient is "good." This was discovered during a brostrom ankle stability procedure on (B)(6) 2024.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.